Manufacturer narrative:
(B)(4).a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reporter stated that the expected therapy time was 5 days; however, at the end of the expected therapy time the device was found to not be completely empty. The device was filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.